Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Functional testing was performed by inflating the clear cuff and the blue cuff of the device to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff indicating a leak. The area of leakage was observed under magnification and two cut marks were observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during functional testing, the cuff of the et tube was found leaking. The product was not used on a patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during functional testing, the cuff of the et tube was found leaking. The product was not used on a patient.